Event description:
It was reported that there were increasing thresholds that were high and potential loss of capture on the right ventricular (rv) lead. High impedance was also noted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrs1 ipg implanted: 2009 (B)(6). (B)(4).